Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's parent noticed in (B)(6) 2025, that she suddenly could not hear with the device anymore. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parent noticed in (B)(6) 2025 that she suddenly could not hear with the device anymore. The user was reimplanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's parent noticed in (B)(6) 2025 that she suddenly could not hear with the device anymore. The user was reimplanted.